Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing dizziness presented in clinic for regular checkup. Upon interrogation, the pulse generator exhibited loss of output. It was noted that the patient had experienced fainting spells previous to the checkup. On (B)(6) 2016, the device was interrogated prior to explant procedure. The device exhibited loss of output. On (B)(6) 2016, the device was explanted and replaced. The patient experienced no adverse consequences post operation.